Event description:
It was reported that during left primary press-fit total knee surgery, the surgeon went to put in implant and it seemed to be ill-fitting. He questioned the specs on the implant and wanted to send it back for analysis. He ended up removing tibia and femur, and cemented in 2 new implants. Update as per sales rep doa (B)(6) 2014: please note that while two implants are being returned, the implant in question is the femur only. The tibia was perfectly fine. The femur seemed ill fitting to the surgeon who then questioned the specs and wanted it returned for examination. To be clear, the ill fitting implant was the 5517-f-301 only.

Manufacturer narrative:
Reported event: an event regarding size/fit (press-fit) issue involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: the device is visually unremarkable and dimensionally within specification. Medical records received and evaluation: not performed as medical records were not provided. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the referenced lot. Conclusions: the investigation indicated that the device was visually and dimensionally acceptable. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during left primary press-fit total knee surgery, the surgeon went to put in implant and it seemed to be ill-fitting. He questioned the specs on the implant and wanted to send it back for analysis. He ended up removing tibia and femur, and cemented in 2 new implants. Update as per sales rep doa 11/21/14: please note that while two implants are being returned, the implant in question is the femur only. The tibia was perfectly fine. The femur seemed ill fitting to the surgeon who then questioned the specs and wanted it returned for examination. To be clear, the ill fitting implant was the 5517-f-301 only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.